Event description:
It was reported that during a percutaneous coronary intervention removal difficulties were encountered. The 100% chronic total occlusion target lesion was located in the moderately tortuous proximal right coronary artery. An unspecified guide wire crossed the lesion and a non bsc 1.5 x 10mm balloon was inflated up to 14atms 12 times. An unspecified ivus catheter did not cross the lesion. The 2.25 x 12mm nc quantum apex balloon was advanced and inflated up to 20 atms/30 seconds 10 times. The physician withdrew the device but severe resistance with the guide wire was encountered. The device was "forcibly puled" and the guide wire remained. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention removal difficulties were encountered. The 100% chronic total occlusion target lesion was located in the moderately tortuous proximal right coronary artery. An unspecified guide wire crossed the lesion and a non bsc 1.5 x 10mm balloon was inflated up to 14atms 12 times. An unspecified ivus catheter did not cross the lesion. The 2.25 x 12mm nc quantum apex balloon was advanced and inflated up to 20 atms/30 seconds 10 times. The physician withdrew the device but severe resistance with the guide wire was encountered. The device was "forcibly puled" and the guide wire remained. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: there was contrast in the balloon and inflation lumen. There was no damage to the catheter. The catheter was soaked in a bath of water for 24 hours to attempt to loosen solidified contrast in the balloon and inflation lumen. The inner diameter of the wire lumen was measured at both ends and found to be within specification. A .014" outer diameter (od) guidewire was loaded into the distal tip and advanced completely through the lumen without encountering any unusual resistance. An inflation device filled with water was used to pressurize the catheter while loaded over the wire but was unsuccessful due to dried contrast. Functional testing could not be performed due to the inability to inflate the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).